Event description:
Report received that the device did not detect air in line. During preventative maintenance testing by the user facility, the device reportedly did not alarm for air in line. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.